Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was not powering off. The (B)(4) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient reported that the issue occurred a few days prior to contacting lfs for assistance. The patient confirmed the alleged issue did not cause or contribute to him developing any symptoms nor receive any form of medical treatment due to the alleged issue. However, this complaint is being reported because the reporter issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k073231.